Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off during use on (B)(6)2024. Patient's blood glucose at the time of issue was above 500mg/dl. Infusion set was in use for less than two days. No further information available.